Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 460mg/dl, 110mg/dl, 131mg/dl 92mg/dl. Tests were done within < 10 minutes with a difference of 90%. Pt did not experience any adverse events. No further info has been reported. *note - customer reportedly was using a lot of alcohol to clean finger and using the same finger stick as well as the same puncture site.